Manufacturer narrative:
The event occurred on an unreported date since november 15. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) clearlink system continu-flo solution sets were leaking from the distal y-site "septum". It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-07415. All information can be found under manufacturer report number 1416980-2022-07415. Should additional relevant information become available, a supplemental report will be submitted.